Event description:
On (B)(6) 2013, gamma3 long nail surgery was performed. The patient presented at the hospital with pain. The fracture was nonunion and the nail breakage was confirmed. On (B)(6)2014, revision surgery was performed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the nail breakage was confirmed. Failures in material or manufacturing of the affected nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. According to the damage and the evidences of the breakage surfaces, the nail broke in a fatigue fracture due to axial overload after an implantation period of 6.5 months. The statement in the event description "fracture had been non-union" is in accordance to the appearance of the fracture site on the x-rays received. Based on the above the nail breakage is not linked to a deficiency of the device, but is rather considered patient related (insufficient bone healing / non-union contributed by high axial load) after an implantation period of 6.5 months). Furthermore, based on the evidences of the breakage surfaces and massive damage found it can be assumed that the nail breakage was contributed by intra-operative damage caused by a deviated step drill, resulting in significant weakening of the nail in the area of the proximal drill hole for the lag screw. No non-conformity was identified.

Event description:
On (B)(6) 2013, gamma3 long nail surgery was performed. The patient presented at the hospital with pain. The fracture was nonunion and the nail breakage was confirmed. On (B)(6) 2014, revision surgery was performed.